Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided by the site, and the following was observed: sheath distal tip appears split. Soft tip damaged. Scratches observed along sheath shaft near distal tip. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for inability to introduce sheath and sheath distal tip split were confirmed. Investigation results suggest/indicate that patient factors (calcification, undersized patient vasculature) have caused or contributed to the inability to introduce the sheath, while patient factors (calcification, undersized patient vasculature) and procedural factors (device manipulation) may have caused or contributed to the sheath distal tip split. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Also, undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty, which may lead to the alleged/observed sheath damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our chinese affiliates, during implant of a 23mm sapien 3 valve in aortic position by transfemoral approach, before the sheath insertion, the limb blood vessels were repeatedly pre-dilated. When the 14fr esheath was inserted, a tear (identified as a distal tip split, see picture attached) at the tip was caused by the pressure against the calcification, making it impossible to insert smoothly into the patient. The 14fr esheath was removed and a new kit was open. The procedure was completed successfully, and the patient had no complications.

Manufacturer narrative:
Investigation is ongoing.